Event description:
One of trilliant's senior r and d engineers went to observe a 300-52-002 broken plate removal with our sales representative. The surgeon suspected non-compliance and the possibility that the patient was not using their orthopedic boot at approximately 2 weeks post-op. Although a "hard" union had not occurred, a "soft" union occurred. It is visible on the x-ray that the most lateral plate hole was not filed in with a gridlock screw. The joint was re-prepped and re-plated with another 300-52-002 plate. All the plating holes were filled in, although a lag screw was not utilized in the re-plating case. The medium talar dome graft was also utilized under the new plate to promote healing.